Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on 9/27/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with the result of hi. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) the 85 mg/dl (B)(6) 2017 10:41 pm fasting: yes, 410mg/dl (B)(6) 2017 01:19 pm fasting: yes, 278mg/dl (B)(6) 2017 01:23 pm fasting: yes, 115mg/dl (B)(6) 2017 03:41 pm fasting: yes, 121 mg/dl (B)(6) 2017 09:20 pm fasting: yes. The customer is calling because he kept receiving an error message when attempting to perform a blood test but does not remember the error message. While assisting the customer with troubleshooting the meter the customer received a result of hi. I explained to the customer what hi means that the result is reading above 600 mg/dl.